Manufacturer narrative:
Date of event- used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the superficial femoral artery. A 9.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, the balloon ruptured during inflation. The device was removed and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
B3: date of event: corrected from 01/01/2023 to 12/13/2022.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the superficial femoral artery. A 9.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, after inflation, the balloon ruptured. The device was removed and the procedure was completed. No patient complications were reported. It was further reported that the target lesion was 60-70% stenosed, non-tortuous and severely calcified sfa. On the second inflation at 12 atmospheres for 4 seconds, the balloon ruptured. The procedure was completed with same diameter and shorter length balloon catheter.